Event description:
It was reported that the patient experienced a surgical procedure to replace the inflatable penile prosthesis (ipp) cylinder due to holes in the cylinder. A patient outcome of stable was reported.

Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functionally tested. There was a leak in cylinder body that was the result of fatigue of the inner tube and wear at a fold in the outer tube. The outer tube of this cylinder is stretched which is likely the result of fluid between the inner and outer tubes. Hole was present. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. The ams700 ipp, tried not used (tnu), cylinder was visually inspected and functionally tested; no leaks were found. The cylinder performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a surgical procedure to replace the inflatable penile prosthesis(ipp) cylinder due to holes in the cylinder. A patient outcome of stable was reported.